Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer:

Event description:
The customer reported the device had problems with the albarran lever / the forceps elevator.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained since light guide lens (lg-lens) glue was peeled off due to physical stress by hitting/dropping distal end, chemical stress by chemical solutions, etc, as a result, humidity invaded lg-lens which led to corrosion. The event can be prevented by following the instructions for use (IFU): IFU states the detection method in tjf-q190v operation manual 3.3 inspection of the endoscope olympus will continue to monitor field performance for this device.

Event description:
The olympus representative (on behalf of the customer) reported to olympus, the evis exera iii duodenovideoscope had an unspecified problem. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a brown stain resembling traces of foreign material was found inside the light guide lens. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found a brown stain resembling traces of foreign material was found inside the light guide lens. Additional findings include the following: the switch box had a dent, water tightness was lost due to a crack on the plug unit, the forceps raising angle did not meet the standard value due to wear of the forceps elevator wire, the cover of the light guide bundle was damaged, the light guide lens had a crack, the connecting tube had a cut, parts needed to be replaced due to annual inspection, the adhesive around the objective lens had a crack, and there was corrosion around the forceps elevator. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The issue was found during reprocessing.